Event description:
Additional information reported the benefits were no longer being felt by the patient. The physician stated options to see what could be done however the patient refused the suggestions and opted for removal of the entire system. It was noted during the procedure everything seemed to be in place. Additional information reported the event resolved without sequelae on (B)(6) 2012. The event was noted as unknown if it was possible related to the device or therapy.

Event description:
It was reported that the patient lost therapeutic effect. It was noted that the diagnostic methods included examination and palpation. It was noted that the diagnostic results were ¿removal of spinal cord system on 2012 (B)(6).¿ it was noted that it was possibly related to the device or therapy. Additional information was requested but was not available as of the date of this report.

Event description:
Additional information reported the patient had discomfort from the extension cables palpable under the skin. The incisions had healed but the extensions were still palpable. It was noted the device system was explanted on (B)(6) 2012.

Manufacturer narrative:
Product ID 3550-39 lot# n329472, implanted: 2012 (B)(6); product type accessory product ID 3 777-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 3777-60, serial# (B)(4), implanted: 2012 (B)(6); product type lead product ID 37754, serial# (B)(4); product type recharger product ID 37744, serial# (B)(4); product type programmer, patient product ID 3708160, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 3708160, serial# (B)(4), implanted: 2012 (B)(6); product type extension. (B)(4).